Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump alarmed failed self-test. Customer cannot recall their blood glucose reading. Customer stated test failed while doing self-test. Customer also had lost sensor alert. Insulin pump will be returning for analysis.

Manufacturer narrative:
Findings: unit received with all operating currents within spec and passed functional testing including the rewind test, self-test, unexpected alarm error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test.. Unit was programmed with test minilink and the glucose sensor simulator. Unit communicated properly with glucose sensor simulator and displays the 100 value properly on display graph. No lost sensor alarm or sensor alarm anomaly noted. No unexpected alarm noted during testing. Unit had minor scratched lcd window, cracked lcd window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.